Event description:
Cust called in sts he hcp wants his pump replaced because his bg has spiked. Cust declines the troubleshooting and just want the pump replaced. Customer stated that they went to the emergency room for his high bgs. Nother further reported.

Manufacturer narrative:
Unit passed the displacement, basic occlusion, occlusion, prime/a-33 andexcessive no delivery tests. No prime anomaly or error alarm noted during testing.